Event description:
The customer reported the qstress 6 had a number of issues with test reports, including the patient name switched inside the exam when used in observation mode, and was unable to use secondary patient ID when using mwl order. There was no injury reported. This event has been captured under hillrom complaint # (B)(4).

Manufacturer narrative:
The q-stress device is intended to acquire, process, record, archive, analyze, and output electrocardiographic data during physiologic stress testing. The device is intended for use in adult, adolescent, and children patient populations. The device is intended for use in a clinical setting by trained personnel under the supervision of a licensed physician. The device may interface with equipment including a treadmill or ergometer for dynamic exercise evaluation, as well as non-invasive blood pressure equipment, functional arterial oxygen saturation (spo2) equipment, and computer communications equipment. The customer declined to return the device for inspection, therefore a root cause into the reported events cannot be performed. A questionable or inaccurate interpretation between the physician's analysis of the ECG report and the device algorithm evaluation is unlikely to cause a serious injury or death as it is recommended in the user manual that the ECG reading should be reviewed by a physician and used in conjunction with the patient¿s presentation and other relevant clinical information prior to determining the patient¿s diagnosis and treatment. Due to the reasons listed above, hillrom does not consider inaccurate readings to be a reportable malfunction. However, if patient data were to be mis matched on the system, it could lead to serious injury or death. Therefore, hillrom is reporting this malfunction.

Manufacturer narrative:
This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, 510k, and UDI corrections were required to this MDR in alignment with the gudid.

Event description:
The customer reported the qstress 6 had a number of issues with test reports, including the patient name switched inside the exam when used in observation mode, and was unable to use secondary patient ID when using mwl order. There was no injury reported. This event has been captured under baxter complaint # (B)(4).